Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00875201236, liner elevated rim, 64270101. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04921. Customer has indicated that the product will not be returned to zimmer biomet for investigation, requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total hip arthroplasty and during the procedure they went to lock in liner and upon impaction the liner would not lock in. A different liner was used to complete the procedure. There was no reported impact to the patient. Attempts have been made and no further information has been provided.